Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the logs revealed communication error between detector and the mobile view station (mvs) verified by detector error via remote desktop. Further troubleshooting revealed that the detector cable in back of the mvs computer was loose and not snapped in. Inspected for damage. Re-seated connection. Symptom resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was booting up in standalone mode. No patient was present.